Event description:
Pt states that she has discomfort in the left hip. She went to the doctor on (B)(6) 2012. She had blood labs done on (B)(6) 2012. She received the results from her doctor's office on (B)(6) 2012 saying that her levels were elevated. She is being scheduled for an MRI through the doctor's office. The pt's states that she is having trouble maneuvering stairs. She was given a prescription for anti-inflammatory medication on (B)(6) 2012. She began having tenderness and periodic nerve tingling in the hip (B)(6) 2012. She also has occasional discomfort in the groin area.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.